Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic hemicolectomy procedure, the surgeon was able to press the green button and squeeze the handle but device misfired and there was poor staple formation and the staple line was incomplete. The case was converted into an open procedure and used an open stapler to complete the case. The firing knob of the open stapler broke and the stapler partially fired. The staple line was resected and re-stapled. It was also noted that there was an issue with the seal of the packaging of the open stapler. A new device was used to resolve the issue and complete the case.